Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the resuscitator mask deflated during use. It was removed and another one was obtained for use. No other issue reported. No consequence for the patient.